Event description:
On 11/27/2006, it was reported to bsc that during an endoscopic retrograde cholangiopancreatography (male pt, age unk) "the cut wire broke." It should be noted that the procedure was not completed due to the difficulty of the case. There was no reported complication or ill effect sustained by the pt. See related report (MFR's report no. 6000123-2006-00098).

Manufacturer narrative:
This device has not been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.